Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had consistently been having low voltage advisories. The patient had their system controller, modular cable, and battery clips exchanged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage advisory alarms was not confirmed. No photos were provided by the customer, and no log files were provided. Multiple attempts were made to obtain additional information, including if any log files were available for review, if the atypical alarms resolved and if so, how, what was the reason for the equipment exchange, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No serial or lot number was provided by the customer to perform a device history record review. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.